Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer believes insulin pump was over-delivering. The customer stated that the they experienced low blood glucose. The customer¿s low blood glucose was 70 mg/dl. The customer¿s other blood glucose was 75 mg/dl and 107 mg/dl and went down to 59 and 69 mg/dlthe customer was treated with food. The customer also stated that the insulin dripping or squirting from end of set before connecting at their site. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08680 inches. No prime fill anomaly or over delivery anomalies noted. (B)(4).